Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2007, the patient underwent an unknown surgery with the implants in question. After surgery, on (B)(6), 2022, infection was confirmed. The cause of infection is unknown. On (B)(6), 2022, patient underwent removal procedure. No further information is available. Doi: (B)(6), 2007. Dor: (B)(6), 2022. Unknown side.